Manufacturer narrative:
(B)(4). Eval results: (stroke, death).

Event description:
Pt rec'd a 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid cx. Pt was asymptomatic on discharge; however, it was reported that the pt had a stroke and died approx 1 month post stent implant. Investigator reported that the event was unrelated to the study stent and procedure.